Event description:
It was reported during a da vinci myomectomy surgical procedure, the maryland bipolar forceps instrument had a collision and when the instrument was removed and checked, a broken wire was observed. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The reported complaint of a broken wire does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury, or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.